Event description:
It was reported that an implant was found to have migrated post operatively causing the patient to report limited range of motion of the device. There were no reports of patient impacts, such as pain or plans for a revision surgery.

Manufacturer narrative:
The device was not returned, and no photos or x-rays were provided, so an evaluation was unable to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. The labeling lists loss of spinal motion post-operatively as a possible risk of using the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant was found to have migrated post operatively causing the patient to report limited range of motion of the device. There were no reports of patient impacts, such as pain or plans for a revision surgery.